Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w ver. 4.11d. The pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to j7/pcb1 during visual inspection. Unable to confirm battery cap damage due to pump received without the original battery cap.

Event description:
Medtronic received information that battery cap cracked/damaged, blank display occurred. There was no adverse impact or consequence reported as a result of this event.